Event description:
It was reported that there was an over infusion of saline. The secondary infusion "0.2 sodium acetate with heparin" was infusing at a rate of 0.5ml/hour with a primary infusing setup of saline. At 12 noon, the primary bag of saline was noted to be empty. The bedside was checked and no leakage was noted. Risk management indicated " infant clinically unaffected." It was noted the patient's lungs were clear with no edema noted and voiding normal limits of urine. Complete blood count and basic metabolic panel were performed at 4pm and were within normal limits.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.